Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported events. The reported event could not be duplicated at the bench level but was confirmed via review of the controller log files, which revealed instances of "critical battery" alarms between (B)(4) and controller. The reported event of "power disconnect" was also confirmed via log file analysis. (B)(4) connected to ps2 appears to have been again disconnected and there appears to be only one battery driving the controller at ps1 which indicated a disconnected power source at ps2. Analysis of the device revealed that the device met specifications. The device passed visual examination and functional testing. The manufacturer has opened an internal investigation to evaluate these types of events. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient was in clinic today and it was noted on interrogation to have multiple critical battery alarms. Also while in the visit, the patient was noted to have power disconnect alarms a couple times even though the battery was securely connected. Log files were sent in for analysis and per manufacture. Per manufacturer engineering "the critical battery and power disconnect alarms are related to the battery. Critical battery alarms logged with battery capacity less than 15%. The battery was exchange and it was stated that there were no consequences to the patient. No additional information available.